Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that while using the contour next gen meter, she obtained blood glucose readings of lo (indicative of a reading below 10 mg/dl) at 10:37 a.m. With the first vial of the contour next test strips and 129 mg/dl at 10:37 a.m. With the second vial of the contour next test strips from the same lot # as the first vial. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer retuned the suspected contour next gen meter and two bottles of contour next test strips, both from lot # 3cheg07a. An in-house testing was performed with the returned meter and returned test strips from both bottles using blood sample. The strips from the first bottle when tested with the returned meter produced lo readings, indicative of readings below 10 mg/dl. While the strips from the second bottle when test with the returned meter, gave a satisfactory performance. The remaining test strips from the first bottle were observed under the microscope and none of the strips showed any signs of contamination nor reagent deterioration. The issue is being further investigated.

Manufacturer narrative:
Upon further investigation, it was found that the returned test strips showed deterioration of the reagent at the tip of the strips, and failed to recover within range using normal contour next control solution. Gas chromatography analysis was done on the test strips and it was found that isopropyl alcohol, 2-phenoxyethanol, palmitic acid, octocrylene and squalene were detected in the reagent of the test strips. In particular, a large amount of isopropyl alcohol, which is a disinfectant component typically found in hand sanitizer, was detected. It is highly likely that this component deteriorated the reagent, resulting in the low results.